Event description:
It was reported that there was an error code. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition; first time in for service. There was evidence of the error, or the reported problem recorded in event history log once. The reported problem was not duplicated at power up and the investigation was unable to replicate or determine the cause of the error/ reported issue. No fault was found. The root cause of the reported problem was unknown. For corrective action, the error code was cleared. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., d4: model number: 2120: catalogue number: 21-2120-0104-01.